Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer she indicated that the portion where the screws went in appeared striped and then broke so it would not hold the unit together and the two pieces came apart exposing inner electronics which is a safety risk. Customer indicated there was no spark, fire or flame and no injury as a result of the issue. The product involved in the complaint was returned for eval/investigation. The eval concluded that the transformer was cracked in half. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.2 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
Customer called in to customer service to report that her pump in style transformer power cord fell apart - back fell off - no spark, fire or flames - insides are exposed.